Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and oophorectomy ('oophorectomy') in an adult female patient who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (she had undergone essure removal surgery). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, ectopic pregnancy with contraceptive device and oophorectomy outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, oophorectomy and uterine perforation to be related to essure. The reporter commented: discrepancy noted in implant date: (B)(6) 2015 as per pif and previous reported as (B)(6) 2015 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: event medical device removal was updated to perforation ,oophorectomy ,ectopic pregnnacy. On 10-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and oophorectomy ('oophorectomy') in an adult female patient who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (she had undergone essure removal surgery). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, ectopic pregnancy with contraceptive device and oophorectomy outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, oophorectomy and uterine perforation to be related to essure. The reporter commented: discrepancy noted in implant date: (B)(6) 2015 as per pif and previous reported as (B)(6) 2015. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the right cornual area, she did visualize a small coil'), uterine perforation ('perforation'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), device dislocation ('she was able to visualize both the right and left tubal ostia with no coils of the essure device found') and oophorectomy ('oophorectomy') in an adult female patient who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective" and medical device monitoring error "hysteroscopy with novasure endometrial ablation". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy, removal of the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, ectopic pregnancy with contraceptive device, device dislocation and oophorectomy outcome was unknown. The reporter considered device breakage, device dislocation, ectopic pregnancy with contraceptive device, oophorectomy and uterine perforation to be related to essure. The reporter commented: discrepancy noted in implant date: (B)(6) 2015 as per pif and previous reported as (B)(6) 2015 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2021: medical record received event "the right cornual area, she did visualize a small coil, hysteroscopy with novasure endometrial ablation, she was able to visualize both the right and left tubal ostia with no coils of the essure device found." Was added. Reporter information was added. Patient dob and date of removal were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the right cornual area, she did visualize a small coil'), uterine perforation ('perforation'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), device dislocation ('she was able to visualize both the right and left tubal ostia with no coils of the essure device found') and oophorectomy ('oophorectomy') in an adult female patient who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective" and medical device monitoring error "hysteroscopy with novasure endometrial ablation.". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy, removal of the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, ectopic pregnancy with contraceptive device, device dislocation and oophorectomy outcome was unknown. The reporter considered device breakage, device dislocation, ectopic pregnancy with contraceptive device, oophorectomy and uterine perforation to be related to essure. The reporter commented: discrepancy noted in implant date: (B)(6) 2015 as per pif and previous reported as (B)(6) 2015. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on ((B)(6) 2016)') in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had undergone essure removal surgery). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.